Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The customer reported the device was discarded. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: premature clip deployment. Time of symptoms/ae: during vessel closure; symptoms/ae: none. It was reported that a technician trained in the use of the starclose device attempted arteriotomy closure after an unspecified peripheral procedure. During step 3 (thumb advancer) after the sheath had been split, the clip prematurely fired. Hemostasis was not achieved with the clip. Manual compression and a femstop were used to achieve hemostasis. There were no reported pt sequelae, and though requested, no additional information was available.